Manufacturer narrative:
Retainer ring = clear. Device received with constant critical pump error (open book) and unsuccessful to download to crest. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and keypad test due to critical pump error (open book). No blank display during testing. Device was cut open to perform visual inspection and found moisture damage all over the electronic assembly, 40 pin flexible printed circuit/lcd, motor flex tail, force sensor, battery tube, vibrator and keypad flex tail. No moisture damage on the keypad traces or dome switches during visual inspection. The force sensor offset measured within spec range during testing. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and constant critical pump error occurred during testing. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no constant critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 2 and reinstalled in a test electrical board 1, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, constant critical pump error (open book) and unsuccessful to download to crest due to moisture damage on the electrical board 2. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump turned off and was turning on while customer was in pool. Customer stated moisture on the outside of the insulin pump. Customer also reported keypad anomaly. Customer did not receive stuck button alarm. Customer stated neither the numbers were ramping nor the scroll bar was moving up or down with no input from the user. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.